Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka procedure, the footprint ultra pk suture anchor. 4.5mm fractured inside the patient. The procedure was successfully completed with a delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: ¿part of the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found labelling confirming the product identification information. The anchor is on the distal end of the shaft, and the threads are fractured. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned. The distal end of the inserter is bent, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. ¿